Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was reported to be cleaner fluid, approximately 10 ml, leaking in the right side of the analyzer. The leak was contained within the analyzer. The customer replaced a cracked tubing, however, the leak persisted. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found torn tubing through pinch valve pv37. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).